Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed that the pump was worn to the filament. No leaks were identified. The pump passed the functional test. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reason. No additional information was reported. Analysis of the returned component identified that the momentary squeeze pump kink resting tubing were worn to the filament.